Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the broach handle locking mechanism is broken. There was no known impact or consequences to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; d5; g3; h2; h3; h4; h6. Visual examination of the returned product identified gouges and indentation damage were found on the strike plate, handle body, lever, and distal end. No other visual damage was noted. Device visually conforms to print. Visual product identifier for 23.5 both sides are confirmed. Functional test of the locking action of the rasp was performed and held both gages securely (print note 4). Lever moves freely and articulating the cam. The locking mechanism does not present as broken. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. No problem was found with the returned device. It was indicated the device was dropped and subsequently broken, however upon return the device is able to function as intended. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.